Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 30-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("a few weeks after the insertion of the essure implants, back pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2011, the patient had essure inserted. Essure was removed on (B)(6)2018. An unknown time later she experienced back pain (seriousness criterion intervention required), sciatica ("recurring sciatica"), gait disturbance ("I was always hobbling / scope for walking gradually became restricted due to back pain"), polymenorrhoea ("my menstrual cycles got shorter") and heavy menstrual bleeding ("had haemorrhagic periods"). The patient was treated with surgery (to remove essure). At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to back pain, sciatica, gait disturbance, polymenorrhoea or heavy menstrual bleeding. The reporter commented: had the implants inserted at the hospital by a gynecologist, and everything went well in 2011. The symptoms appeared afterwards. Now [that] I had them removed in 2018, there is an improvement, but I am far from being fully recovered. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm reference number: (B)(4) on 30-jun-2023. The most recent information was received on 12-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("a few weeks after the insertion of the essure implants, back pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced back pain (seriousness criterion intervention required), sciatica ("recurring sciatica"), gait disturbance ("I was always hobbling / scope for walking gradually became restricted due to back pain"), polymenorrhoea ("my menstrual cycles got shorter") and heavy menstrual bleeding ("had haemorrhagic periods"). The patient was treated with surgery (to remove essure). At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to back pain, sciatica, gait disturbance, polymenorrhoea or heavy menstrual bleeding. The reporter commented: had the implants inserted at the hospital by a gynecologist, and everything went well in 2011. The symptoms appeared afterwards. Now [that] I had them removed in 2018, there is an improvement, but I am far from being fully recovered. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.